Event description:
New information notes the device will not be returned for analysis.

Manufacturer narrative:
New information notes device will not be returned for analysis. Update to h6 codes.

Event description:
Related manufacturer reference number: 2017865-2022-01814. It was reported that the patient presented in clinic for follow up. The right ventricular (rv) lead was over-sensing noise. The rv lead was capped and replaced on (B)(6) 2022. The device is subject to the assurity and endurity pacemakers header anomaly advisory issued by abbott on (B)(6) 2021. The pacemaker was explanted and replaced.